Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation at 4.5cm from the connector pin. All other damages found on the lead are consistent with that occurring at the time of explant. (B)(4).

Event description:
This report is to advise of an event observed during analysis.